Event description:
False low advia centaur xp ca 19-9 results were observed when the customer performed a patient correlation comparison to a new reagent test pack. The customer also observed a high quality control bias with the initial reagent test pack and performed a recalibration. The recalibration failed due to a high coefficient of variance (cv) and there were only a few remaining tests left in the reagent test pack. This reagent test pack was discarded and replaced with a new reagent test pack that calibrated successfully and the quality control results were within acceptable ranges. The customer noted that the difference in results was not significant enough to issue corrective reports. There was no report of adverse health consequences due to the discordant ca19-9 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the difference in results or failed recalibration of the initial reagent test pack. The quality control results that were run initially and on the new reagent test pack was within acceptable range limits. The cause for the lower advia centaur xp ca19-9 results when compared to the higher results from a new reagent test pack is unknown. No conclusion can be drawn.